Event description:
Supplemental report is being submitted due to the f code correction on 28-aug-2023.

Manufacturer narrative:
Device evaluation: the 1x evo-10-11-8-b device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint was opened to capture one case of severe pancreatitis post-stent placement where the patient subsequently died after developing multi-organ failure and was not salvageable. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. IFU & label review: as per the IFU (ifu0056), pancreatitis and death (other than due to disease progression) are both listed as a known potential adverse event associated with ercp and biliary stent placement. ¿potential adverse events associated with ercp include, but are not limited to: allergic reaction to contrast or medication, aspiration, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, haemorrhage, hypotension, infections, pancreatitis, perforation, respiratory depression or arrest, sepsis.¿ the IFU also states "additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, vomiting" there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to a procedure related adverse event as in the IFU, pancreatitis is listed as a potential adverse event associated with ercp with this device. Furthermore, according to the medical advisor¿s input, since engineering confirmed that the radial force is equivalent to predicate devices, and there was no perforation caused by the stent observed post-ercp, it is unlikely that the evolution biliary stent had caused or contributed to the patient¿s death in this occurrence. Therefore due to limited information available it cannot be confirmed that cook stent caused the patient death. Summary: complaint is confirmed based on customer and/or rep testimony according to the initial reporter, the patient immediately developed severe pancreatitis post stent placement. By next day was on inotropes and intubated. In 24 hours, the patient developed multi organ failure and was not salvageable. Patient died 3 days post ercp. CT scan at day 1 post ercp did not show any perforation post ercp. The radial force of the stent on the ampulla was queried by the user as a possible contributing factor to the pancreatitis. According to engineering input, there is testing to show that the radial force of the evolution biliary stent is equivalent to that of predicate devices. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Date of event was in 2019. Complaint device can be any of the following: evo-10-11-8-b or evo-10-11-6-b or evo-fc-10-11-8-b or evo-fc-10-11-6-b. The patient got pancreatitis after the procedure and died. More information requested. Updated as per complaint form received from the rep on (B)(6) 2023 jil01: dr described a concern that he had placed an evolution biliary stent after a sphincterotomy. Patient developed pancreatitis and died subsequently. Not convinced caused by the placement of the stent but not sure why the patient developed these complications. Not saying it was caused by the evolution stent but asked about radial force. Rep's note: not much information to go on. I will contact dr tuck tomorrow. Not sure he was complaining that the stent caused the pancreatitis or death ¿ he said there was no evidence of this. Updated as per additional information received on (B)(6) 2023 jil01: customer's report in verbatim: so the case happened in 2019. Patient was 77 yo with history of hypertension and diabetes. Presented with painless jaundice and found to have possibly mid cbd cholangiocarcinoma which was deemed resectable. Had a straightforward cannulation of cbd and sphincterotomy. Uncovered metal stent placed 10 x 80 mm (cook). Patient immediately developed severe pancreatitis. By next day was on inotropes and intubated. In 24 hours developed multi organ failure and was not salvageable. Patient died 3 days post ercp. CT scan at day 1 post ercp did not show any perforation post ercp. The whole ercp procedure took less than 30 minutes. Normally, when it is so straightforward, it is not likely to cause pancreatitis hence the query if the stent's radial force on the ampulla (even though a sphincterotomy was done) contributed to the pancreatitis? Patient outcome : the patient got pancreatitis after the procedure and died. More information requested. As per clinical input: I wouldn¿t be able to provide a conclusive input without receiving more information e.g., the cause of death, patient¿s underlying condition, the treatment that patient had undergone through, the reason for stenting.

Event description:
Supplemental report is being submitted due to the confirmation of the rpn on 20-apr-2023 and the completion of the investigation on 05-may-2023.

Manufacturer narrative:
Device evaluation the 1x evo-10-11-8-b device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint was opened to capture one case of severe pancreatitis post-stent placement where the patient subsequently died after developing multi-organ failure and was not salvageable. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. IFU & label review: as per the IFU (ifu0056), pancreatitis and death (other than due to disease progression) are both listed as a known potential adverse event associated with ercp and biliary stent placement. ¿potential adverse events associated with ercp include, but are not limited to: allergic reaction to contrast or medication, aspiration, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, haemorrhage, hypotension, infections, pancreatitis, perforation, respiratory depression or arrest, sepsis.¿ the IFU also states "additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, vomiting" there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to a procedure related adverse event as in the IFU, pancreatitis is listed as a potential adverse event associated with ercp with this device. Furthermore, according to the medical advisor¿s input, since engineering confirmed that the radial force is equivalent to predicate devices, and there was no perforation caused by the stent observed post-ercp, it is unlikely that the evolution biliary stent had caused or contributed to the patient¿s death in this occurrence. Therefore due to limited information available it cannot be confirmed that cook stent caused the patient death. Summary: complaint is confirmed based on customer and/or rep testimony according to the initial reporter, the patient immediately developed severe pancreatitis post stent placement. By next day was on inotropes and intubated. In 24 hours, the patient developed multi organ failure and was not salvageable. Patient died 3 days post ercp. CT scan at day 1 post ercp did not show any perforation post ercp. The radial force of the stent on the ampulla was queried by the user as a possible contributing factor to the pancreatitis. According to engineering input, there is testing to show that the radial force of the evolution biliary stent is equivalent to that of predicate devices. Complaints of this nature will continue to be monitored for potential emerging trends.